Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited high capture threshold that causing loss of atrial capture. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2026. The patient was stable throughout.